Event description:
Reporter noted cutter was working, but there was no aspiration with vitrectomy probe. No patient injury occurred; customer did not feel this would cause injury if it recurs. However, cutter seized during functional testing of returned sample.